Event description:
A consumer reported that following an intraocular lens (iol) implant surgery, his vision was great; 20/20, and he just needed glasses for reading. Then his vision started to become decreased and foggy. The consumer began having pain in the eye and was told there was something in the eye by his son. He was seen by a different doctor as he was out of state and was told the iol had broken and a piece needed to be removed. The second doctor removed the piece of the iol, prescribed an antibiotic and steroid, and advised the patient that the lens needed to be removed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).